Event description:
It was reported that during a laparoscopic sigmoid-colectomy procedure, while the surgeon was trying to take the inferior mesenteric artery with the clip applier, the clips were not forming correctly and were crossing over and twisting. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.